Event description:
A lead revision was attempted a few days post implant due to poor measurement values. During the revision, the patient experienced ventricular tachycardia. The lead was noted to be defective, and so was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the tine boot to be detached from the lead tip, due to a lack of adhesive under the inner tubing. This may have caused the reported exit block. Normal electrical characteristics were measured.